Event description:
During an in-clinic follow-up, episodes of crosstalk and noise resulting in oversensing were observed on the device. Provocative testing was performed, however, the noise could not be reproduced. No intervention was performed at this time. The patient was stable and will continue to be monitored.